Event description:
Pt on full bypass undergoing an aortic valve replacement. Perfusionist recognized decreasing blood flow through oxygenator after 45 minutes. Perfusionist performed emergency, sterile replacement of the oxygenator.